Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 years and 5 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 september 2023: lot 2008572: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.